Manufacturer narrative:
Investigation of the returned device confirmed a leak in the handle of the catheter caused by the lumen breaking at the edge of the catheter handle strain relief. Review of the device history records confirmed the device met mfg requirements prior to shipment. The root cause classification is consistent with device design.

Event description:
It was reported there was a leak in the handle of the cool path duo catheter during an ablation procedure. The physician was performing an ablation procedure using the cool path duo catheter. An hour and a half into the procedure, the physician noticed there was a leak in the handle of the catheter. There were no adverse consequences to the pt.